Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set wasn't inserted correctly on (B)(6) 2025. The blood glucose level was 600 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi) the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 3003442380-2025-11450. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary/ the information in this complaint (B)(4) has been evaluated. The batch 6010461 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the malfunction incorrect insertion of the soft cannula. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: serter according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review the lot 6010461 was manufactured according to the wi version 120 and packaging in the line 08, on 30/nov/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11/jul/2025 against malfunction incorrect insertion of the soft cannula and lot 6010461 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.